Manufacturer narrative:
H10 the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The battery was less than 5 years old, and the customer bought their own battery but no further details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device is getting an alarm for battery failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.